Manufacturer narrative:
Unit was inspected. Mixer valves was replaced due to moisture reaching the air mixer valve. Sensor board was replaced as a precaution. Service software and functional tests were performed succesfully. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
Hamilton medical ag received the following incident description: tf 5507 during ventilation. No patient harm. Unit was tagged in biomed and no additional information available. Air side water trap bottle was 1/2 full of water.

Manufacturer narrative:
Unit was inspected. Mixer valves was replaced due to moisture reaching the air mixer valve. Sensor board was replaced as a precaution. Service software and functional tests were performed succesfully.

Event description:
Hamilton medical ag received the following incident description: tf 5507 during ventilation. No patient harm. Unit was tagged in biomed and no additional information available. Air side water trap bottle was 1/2 full of water.

Manufacturer narrative:
Unit was inspected. Mixer valves was replaced due to moisture reaching the air mixer valve. Sensor board was replaced as a precaution. Service software and functional tests were performed successfully. Additional information added in follow-up #2 (B)(4). The issue was discovered during ventilation. The event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications) due to moisture. After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: tf 5507 during ventilation. No patient harm. Unit was tagged in biomed and no additional information available. Air side water trap bottle was 1/2 full of water.